Manufacturer narrative:
(B)(4).the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 16:23:41. During night drain cycle one, the patient's ultrafiltration reading was 1764ml, indicating the home patient (hp) drained 1764ml more than their maximum programmed fill volume of 2400ml. No additional information is available.